Event description:
During a (pci) percutaneous coronary intervention procedure, the rca was easily cannulated, and then the same jr4 catheter was used to cannulate a vein graft. One torqued was applied to the catheter to engage the graft, the jr4 catheter separated into 2 pieces. Removal was first attempted by withdrawal over a ptca wire but this was not successful, so a cut down was done through the groin to remove the catheter segment. However, removal was not possible. The patient underwent surgery to remove the separated portion. After the procedure, the patient was in good health.

Manufacturer narrative:
The product was received for analysis, but the assessment has not been completed. Add¿l info will be submitted within 30 days upon receipt.